Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve could not be reprogrammed requiring revision surgery to replace the system. The valve was implanted one year ago (unknown exact date). The event led to 30 minutes surgical delay.

Manufacturer narrative:
The hakim valve was returned for evaluation: DHR - conformed to the specifications when released to stock . Failure analysis - the valve was visually inspected; no defects noted. The valve passed the tests for programming, occlusion, leaks, reflux and pressure. The catheter was irrigated no occlusions noted. Root cause - no root cause could be determined as the technician could not confirm any problems with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism at the time of investigation no programing issues were noted with the valve.